Event description:
The end user reports he was struck by a motor vehicle, while crossing the roadway in a crosswalk, and as a result of the alleged incident was hospitalized and treated for fractured ribs.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The police report noted the following contributing factors for the driver of the motor vehicle; driver inattention/distraction, and turning improperly. Hoveround's owner's manual warns users to exercise caution when crossing roadways.